Event description:
The customer reported to olympus that "sometimes the image does not appear". No patient involvement or injury was reported.

Manufacturer narrative:
The device has been returned and the initial evaluation noted abnormality in appearance, poor brightness, screen coating peeling off, and front bezel crack. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5 - confirmed the procedure was completed successfully. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the image not displaying was due to a faulty circuit board. The specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Confirmed the procedure was completed successfully.